Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because it will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that a patient had their vns explanted years ago due to an infection. It was noted that the patient declined re-implant. No further information can be received as physician noted they do not wish to be contacted regarding this. Device history records were reviewed for the device. The device passed all functional specifications and quality tests and was hp sterilized prior to distribution. Device evaluation is not needed as it will add no value to the investigation. No other relevant information has been received to date.